Manufacturer narrative:
A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. A sample with lot number 509783164x was received at the manufacturing site for evaluation. The reported issue was confirmed. After performing visual inspection per procedure the contamination was observed in the inside syringe red particles. The analysis performed by the multi-functional reveals that this condition is a workmanship issue; this condition could be generated when the syringes has direct contact with red container of the product due to the misused of the color code and lack of bag in the container to prevent the direct contact with the syringes. Awareness training was performed to all personnel to ensure they are aware about this reported condition. A quality alert is posted in the production to notify the personnel involve in the process about the reported condition. The standard work instructions will be update stating the use of bag and color codes for containers to prevent direct contact with the product. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer states that there are red particles inside the syringe.